Event description:
Patient was receiving IV fluids. Patient became confused, opened the door on his alaris IV pump and removed the IV tubing. Also apparently compressed the blue safety clip and ended up giving himself a bolus of fluid.